Manufacturer narrative:
This report is submitted on january 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance and dizziness with device use, reprogramming attempts were made however the issue could not be resolved. Subsequently on (B)(6) 2018 the patient's device was explanted.

Manufacturer narrative:
This report is filed on june 03, 2019.